Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during the treatment of a biliary stricture located below the biliary hilum. The procedure took place in 2009. According to the complainant, following deployment of the stent and during the withdrawal of the catheter, the distal tip of the delivery system remained "blocked" in the area of the stent that had not expanded. A hurricane balloon was then used in an attempt to expand the stent, but was not successful. There was some difficulty removing the stent delivery system as a result of this "blockage" so the physician removed the scope, and cut the catheter which would then be used as a nasal biliary drainage device. The patient remained hospitalized, and it was reported that the stent had fully expanded by the fourth day. It was also reported that the catheter was removed, and that "the procedure was well completed with the wallstent.". Post procedure, the patient was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.